Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error the night before and then in the morning while changing the infusion set. The blood glucose reading was 158 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The customer was able to rewind the insulin pump without a motor error alarm. The insulin pump passed the displacement test and the manual prime was successful with no alarm. The customer was advised to call back if the issue reoccurred.